Event description:
Type of procedure: laparoscopic cases ¿ usually gynecological. Event description: six complaints have been created from this submission. Complaint #(B)(4) (lot 1412999, event date (B)(6) 2021). Complaint #(B)(4) (lot 1412999, event date (B)(6) 2021). Complaint #(B)(4) (lot 1412999, event date (B)(6) 2021). Complaint #(B)(4) (lot unknown, event date unknown). Complaint #(B)(4) (lot unknown, event date unknown). Complaint (B)(4) (lot unknown, event date unknown). "5mm specimen retrieval bags are not deploying well; we are going through multiple ones as a result. The 10 mm bags are ok but the smaller ones are not working properly. Not reported to vendor representative. Number of occurrences: 2.0. Sample available: false." Additional information received via email on 14sep2021 from [name], [name of facility]. Multiple cases were affected. Facility first thought it was user error. Only during the last three events did the facility began to consider there was a product malfunction. The last three events all involved lot 1412999. The most recent event dates were (B)(6) 2021. The bags would not deploy once placed into the patient. "The bag seemed to be wound tight and not willing to open. After manipulating the bags, the flat metal prong at the top of the bag separated and made retrieval hard." No specimen leakage occurred as a result of this issue. The device was used with 8mm ethicon/stryker trocars. No photos are available of the device. Complaint #(B)(4) has been created to document the third event. Complaint #(B)(4) has been created to document the unknown number of prior events. Additional information received via email on 15sep2021 from [name], [name of facility]. The event has occurred approximately 6 times at this facility. The only known lot number involved is 1412999. It is unclear if other lot numbers were involved. The complaint products were disposed of by the facility. The bag fell off the prongs but it is unknown if the metal tips of the prongs were exposed within the patient. The prongs did not break within the patient. Complaints #(B)(4) have been created so that all six complaint events are documented. Patient status: no known patient injury. Type of intervention: using multiple bags.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. Based on the description of the event, it is likely that a downward force was exerted on the bag, which caused the bag to fall off the prongs. However, the exact cause of the bag falling off the prongs is unknown.

Manufacturer narrative:
The event unit is not anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure: laparoscopic cases ¿ usually gynecological. Event description: six complaints have been created from this submission. Complaint (B)(4) (lot 1412999, event date (B)(6) 2021). Complaint (B)(4) (lot 1412999, event date (B)(6) 2021). Complaint (B)(4) (lot 1412999, event date (B)(6) 2021). Complaint (B)(4) (lot unknown, event date unknown). Complaint (B)(4) (lot unknown, event date unknown). Complaint (B)(4) (lot unknown, event date unknown). "5mm specimen retrieval bags are not deploying well; we are going through multiple ones as a result. The 10 mm bags are ok but the smaller ones are not working properly. Not reported to vendor representative. Number of occurrences: 2.0. Sample available: false". Additional information received via email on 14sep2021 from [name], [name of facility]. (Entered by [name]) multiple cases were affected. Facility first thought it was user error. Only during the last three events did the facility began to consider there was a product malfunction. The last three events all involved lot 1412999. The most recent event dates were (B)(6) 2021. The bags would not deploy once placed into the patient. "The bag seemed to be wound tight and not willing to open. After manipulating the bags, the flat metal prong at the top of the bag separated and made retrieval hard." No specimen leakage occurred as a result of this issue. The device was used with 8mm ethicon/stryker trocars. No photos are available of the device. Complaint (B)(4) has been created to document the third event. Complaint (B)(4) has been created to document the unknown number of prior events. Additional information received via email on 15sep2021 from [name], [name of facility]. (Entered by [name]) the event has occurred approximately 6 times at this facility. The only known lot number involved is 1412999. It is unclear if other lot numbers were involved. The complaint products were disposed of by the facility. The bag fell off the prongs but it is unknown if the metal tips of the prongs were exposed within the patient. The prongs did not break within the patient. Complaints (B)(4) have been created so that all six complaint events are documented. Patient status: no known patient injury. Type of intervention: using multiple bags.